Event description:
It was reported to conmed that, "while attempting a polypectomy during a colonoscopy, the hospital used two (2) snares, both loops of the snares detached while inside of the patient. One loop was retrieved while the second was not and remains in the patient's gastrointestinal tract". The patient is being monitored by the physician. The snare loop was last seen in the patient's rectum. The physician is hoping it will pass naturally without injury to the patient. At present no injury has been reported, and, the incident did not require patient admission or prolonged hospital stay. Per the end-user facility the two (2) snare devices were heavily contaminated and due to this reason were disposed of after the surgical procedure.

Manufacturer narrative:
Corrected data: additional information received (B)(4) 2012: the patient is uninjured and will remain in that condition. The snare loop did not detach while inside of the patient's gastrointestinal (gi) tract. The snare-loop was discovered by the end-user facility. Patient will not longer be monitored for any side effects of this incident for snare loop did not detach from device while in the patient's gi tract. Noble's general hospital found the detached loop. It was lodged inside the channel of the endoscope. The scope had been processed through decontamination five (5) times utilizing the appliance system. It was not until the endoscope was used on the third patient since the original incident that the loop was discovered. The loop was pushed out of the scope during the patient procedure and retrieved from the patient's gi tract utilizing an additional snare to recover the loop. The original loop will not be returned to conmed corporation for the end-user has discarded the retrieved snare loop. Manufacturer narrative: the conmed optimizer polypectomy snare, a single patient use, one piece, disposable device intended for use in endoscopic resection of a polypoid lesion. This snare may be used in conjunction with an electrosurgical generator. The device may also be utilized without electrocautery to aid in grasping a placement guidewire or tether during percutaneous endoscopic gastrostomy (peg) or jejunal feeding tube placement. DHR/lhr review confirms that products were produced according to the conmed approved procedures. In process inspection and visual checks were done to ensure proper production of the devices. Set up verification sheet attached to the manufacturing documents confirms that all the inspected equipment was set up at the intended specification. No discrepancies were documented in the manufacturing documents. DHR/lhr review also confirms that in line tensile test was performed on sample products. All the tested samples have met the intended specification (7lbs minimum). Products that did not meet the specification were scrapped in line. Two (2) unused devices (lot samples) were returned to conmed complaint center for investigation. The returned devices were examined in the laboratory. One (1) of the device was pre-tested by the end-user to check the snare loop strength; thus, snare loop was detached from the crimp prior to receiving at conmed complaint center. Second device was unused and packaged in conmed sealed pouch. The actual product used in the operating procedure was not returned for complaint investigation. A quality engineer performed a tensile test on the loop of the returned lot sample snare that was received unused in an unopened package. The testing resulted in a detachment of snare loop (partial detachment - one of two wires - not complete detachment) at 22.9 lbs of force applied to the snare loop. Design specifications involving the tensile strength testing have a design specification of 7 lbs minimum. The snare loop joint failure of the device could be the possible reason for this complaint. The possible cause for this issue could be improper or insufficient crimping of the snare loop. Another possible cause for this failure mode could be failure to properly visual check the crimping. Other possible causes could be damage to the device during shipping/handling or during the operating procedure. Excessive force used by the end-user to push the snare down the scope could affect the efficacy of the product and cause loop to fall off. Friction between distal tip and scope could cause device to damage. Visual check of the device by the end-user is suggested prior to use the product. Furthermore, snares should be opened and closed prior to the surgery to check for smooth movement. The IFU, instructions for use, for the device instructs the end-user to, "inspect the snare device for kinks, fraying wire or any other damage that may have occurred during transit. Open and close the snare loop to confirm smooth movement. Do not use if snare device is damaged". Therefore, any device damage should be detectable by the end-user prior to the operating procedure. However, snare loop detachment due to improper visual check of crimping was a known issue. Visual inspection of the crimping procedure was updated at the manufacturing facility in (B)(6) 2010. (B)(4). Actual complaint samples were not returned to conmed corporation. The investigation has not identified nor confirmed any manufacturing defects associated with the returned devices. No root cause can be determined without the examination of the actual products utilized by the end-user during the reported incident; therefore, no further corrective action is recommended at this time. Conmed is considering this complaint closed. Lot sample examined - device discarded.

Manufacturer narrative:
The actual devices involved in the reported incident have been discarded by the end-user facility. A lot sample is being returned from end-user facility stock. The device has not been received at conmed to date. When the investigation is completed a supplemental report will be filed.